Event description:
The pt reportedly experienced a csf leak during the implant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The leak was successfully packed and the pt was implanted. This is the final report.